Event description:
It was reported that the bd solomed¿ syringe plunger rod broke during use. The following information was provided by the initial reporter, translated from portuguese to english: "while using the syringe the plunger broke."

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the occurrence were observed. Evaluating the complaint description and sample provided by the customer it was possible confirm premature plunger activation. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe plunger rod broke during use. The following information was provided by the initial reporter, translated from portuguese to english: "while using the syringe the plunger broke."